Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. [Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.] (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 450 mg/dl with symptoms of polydipsia, polyuria, symptoms of dehydration and extreme drowsiness associated with an alleged call service alarm issue. Reportedly, the patient remained on the pump and did not receive treatment above and beyond the usual routine of diabetes care and managements. The patient was able to administer a bolus to bring the bg down. During troubleshooting with customer technical support, it was noted that the patient had received a call service alarm around 1 am and by the time the patient called cts to have the alarm cleared his bg rose. After the alarm was cleared, a bolus was given and their bg lowered. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged use error (not responding to the call service alarm) and not a pump malfunction.